Manufacturer narrative:
Unit passed the functional test, including the displacement test, rewind, basic occlusion test, occlusion test, prime test and excessive no delivery test. Unit was programmed with a 5.0 unit bolus. The bolus delivered properly. No air bubble anomaly noted. Unit had cracked battery tube threads.

Event description:
The customer reported via phone call that they had high blood glucose but not hospitalized. Customer's blood glucose at time of incident was 193 mg/dl. The customer was treated for high blood glucose with a pump. The customer was advised the 2 high blood glucose rule. Customer is able to perform high pressure test and pump passed testing. The customer was advised that we are sending replacement pump.